Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient felt a sensation in his chest near his ins when using a cordless drill. It was reported the patient also felt the sensation when not using the drill. The patient was following up with the neurologist to have the device checked. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the sensation in the chest did not resolve after discontinuing the use of the cordless drill. It was reported the sensations were not very often but the patient did contact the health care professional (hcp) who directed them to call patient services. It was also noted the patient felt some sensation in the rib area well below the implant.